Manufacturer narrative:
The tosoh clinical support specialist (css) found an excess amount of precipitant buildup around the wash well of the aia-360 analyzer which can have a temporary influence in the control shift due to precipitant flaking off into the wash/sampling area. In addition to the css finding of precipitant buildup around the wash well, the customer reported that they have experienced intermittent results greater than the assay high of 2200. Css confirmed that the customer reported the results out at >2200.ng/dl. The most probable cause of the precipitant build up may be related to the diluent or wash not evacuating fast enough or to improper cleaning of the device with system shutdown. Review of the aia-360 operator's manual indicates: · warning: at system shutdown, replace the substrate solution remaining in the substrate line with substrate replacement solution (70% ethanol). · if the substrate solution remains in the substrate line for a long time, it may precipitate. Precipitation in the substrate line may clog the substrate line. Replacement of the substrate solution with distilled water may cause contamination of the substrate line and raise the substrate background. Make sure to use the substrate replacement solution (70% ethanol) at system shutdown. · caution: when shutting down the system the enzyme substrate solution in the mobile phase lines must be replaced with a disinfectant ethanol solution. If mobile phase is not washed out with ethanol, the water content in the mobile phase will evaporate and the reagent/additive will precipitate and clog the lines. Tri-monthly maintenance procedures diluent and wash solution bottles: make sure to clean the diluent and wash solution bottles with aqueous hypochlorite on a regular basis by following the procedures below. 1) discard the solution out of the bottles and rinse them with tap water. 2) pour about 300 ml of tap water and about 3 ml of aqueous hypochlorite into each bottle. 3) tightly cap the bottles and wash them by rigorously shaking them. If the bottle is very dirty, leave it for an hour. 4) rinse them thoroughly under running water not to leave hypochlorous acid. 5) rinse them in purified water. If you use extra tanks to reserve diluent or wash solution, wash the extra tanks in the same procedure. Review of the aia-360 training manual indicates: six-month maintenance perform a decontamination of the diluent and wash lines to ensure consistency of results. It is recommended to decontaminate the diluent and wash lines and clean the diluent and wash solution bottles on the same day. This procedure takes about an hour to perform. 1. Pour about a liter of distilled water and 10 ml of household bleach into a clean reservoir. 2. Remove the tubes from the diluent and wash solution bottles and detach the filters from the tube ends. 3. Put the ends of the diluent and wash lines into the bleach solution prepared in step 1. 4. Under special menu, press mainte to access the maintenance screen. 5. Select "3: prime sampler diluent" to flush bleach through the diluent line. Perform this step five times. 6. Next, select "5: prime bf washer" on the same screen to flush the bleach solution through the wash line. Perform this step five times. 7. Pour about a liter of distilled water into another clean reservoir and place the tube ends into this reservoir. Make sure the liquid level sensors are washed well to remove any residual bleach solution. 8. Let the tubes sit in the distilled water for about five minutes before priming. 9. Select "3: prime sampler diluent" to flush water through the diluent line to remove any residual bleach solution. Perform this step five times. 10. Select "5: prime bf washer" on the same screen to flush water through the wash line to remove any residual bleach solution. Perform this step five times. Note: steps 5-10 should be performed as quickly as possible to minimize the exposure of the metallic sensors to the bleach solution. Perform each priming step in succession. 11. Prepare fresh diluent and wash solution and add to the clean diluent and wash solution bottles. Attach new filters to the diluent and wash line tube ends and put them into each bottle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 the customer contacted a tosoh clinical support specialist (css) to request training on the aia-360 analyzer due to staff turnover. The css went to the customer site to provide training on the aia-360 analyzer and while training, the customer expressed some issues they experienced during use of the instrument.